Manufacturer narrative:
Eight single inner set screws were returned to the complaints handling unit (chu) on december 11th, 2014. The set screws all show signs of use with various degrees of tightening witness marks. As the lot number of the suspect device was not provided, a device history review was conducted on all known lot numbers. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. These products were released accomplishing all quality requirements. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the samples and the information provided. However, sample evaluation found that 2 out of the 8 returned set screws exhibited rod contact witness marks. The various degrees of striation suggest that the set screws may have not been tightened to the intended amount of torque, resulting in one of the set screws loosening and backing out. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that revision spine surgery performed due to post-operative backing out of the expedium single inner set screw. Additional concomitant devices of the construct were also removed and replaced.